Event description:
The customer reported a non-reproducible, falsely elevated creatine kinase mb (access ck-mb) result for one (1) patient on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample on the same unicel dxi 600 access immunoassay system and obtained results that were within the normal reference range of the assay. The customer stated that the non-reproducible access ck-mb result was reported outside the laboratory. There was a change to patient treatment reported as the patient was started on heparin in association with the falsely elevated access ck-mb result obtained. The customer noted quality control (qc) was within the laboratory's established ranges prior to and after the event. The system check was within instrument specifications. The patient sample was collected in a lithium heparin tube. Sample processing information such as centrifugation speed and time were not provided. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access ck-mb reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument's performance. The fse evaluated the instrument and performed repairs unrelated to this event. All verification testing passed within specifications. In conclusion, the cause of the event cannot be determined with the available information.